Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no harm to the pt. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement." According to received information, the two front wheels on the reported ventilator were unlocked at the time of event. Our conclusion is that this has caused the ventilator to be pulled to the mr scanner and that the user did not follow the conditions for use of the ventilator in mr environment. On-site troubleshooting showed that the expiratory cassette and the inspiratory pipe were broken due to the collision with the mr-scanner and that the console of the unit was off track. The parts were replaced and the ventilator was repaired. A successful pre-use checks was performed after the repair. Device logs evaluation show that the reported collision has caused a stop of ventilation but, according to received information there was no harm to the patient.

Event description:
(B)(4).